Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) was successfully interrogated and all therapy delivered to the patient was appropriate and successful. During interrogation sporadic inhibition of ventricular pacing is noted. This was caused by ventricular oversensing of the atrial channel. Ventricular pacing was inhibited for a maximum of 7.4 seconds; however, the patient has had no symptoms.